Event description:
Caller reported performa system blood glucose results: date: (B)(6) at 11:33 = 274 mg/dl date: (B)(6) at 11:31 = 108 mg/dl date: (B)(6) at 11:29 = 308 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.